Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge was depleting quickly. Review of t:connect pump data indicated that the battery gauge jumped from 62% to 92% in 2 minutes without being connected to a power source. There was no reported impact to the customer's blood glucose level. Reportedly, the customer would continue to use the pump until replacement pump is received and the customer indicated that they would contact their healthcare provider for a backup method of insulin delivery.